Event description:
It was observed that during the device evaluation, the rigid video scope had a loose light guide adapter and dents on the distal edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: loose light guide adapter and minor dents on the distal edge. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.